Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.2x20mm eccentric target lesion was located in the mildly tortuous and severely calcified circumflex artery. Pre-dilation was performed with an apex balloon catheter. The 3.0x20mm promus element stent system was advanced. While passing through a restenosed, previously implanted unknown stent, placed some years ago in the left anterior descending artery, the shaft of the promus element kinked. The device was not able to be adequately positioned and further pre-dilation was deemed necessary. It was noted that the patient felt chest pressure and was uncomfortable while the physician was attempting to position the promus element; however, the issue resolved without additional treatment. The device was removed and damage to the stent was observed. The procedure was completed with the implantation of a 2.75x16mm promus element. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.2x20mm eccentric target lesion was located in the mildly tortuous and severely calcified circumflex artery. Pre-dilation was performed with an apex balloon catheter. The 3.0x20mm promus element stent system was advanced. While passing through a restenosed, previously implanted unknown stent, placed "some years ago" in the left anterior descending artery, the shaft of the promus element kinked. The device was not able to be adequately positioned and further pre-dilation was deemed necessary. It was noted that the patient felt chest pressure and was uncomfortable while the physician was attempting to position the promus element; however, the issue resolved without additional treatment. The device was removed and damage to the stent was observed. The procedure was completed with the implantation of a 2.75x16mm promus element. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed distal stent damage. The struts on the first row of the distal end of the stent were bent back distally and up to six rows in the proximal direction were stretched with some raised up. The stent had moved 3mm proximally. No issues were noted with the balloon profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The tip was slightly flattened and damaged. Solidified blood was present within the entire length of the guide wire lumen. Several small kinks were noted along the entire length of the inflation lumen. No kinks or damage were noted to the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).